Manufacturer narrative:
(B)(4). D10 : 141252 - polished finned tib tray 67mm - 2010060710. 184766 - series a pat std 34 3 peg - 755710. 183004 - vanguard cr ilok fem-rt 60 - 319220. 66022663 - palacos r + g (1x40) - 72134262. G2 : foreign country : australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery on an unknown date. Subsequently, the patient underwent a revision of a poly exchange and washout due to poly wear. Attempts have been made and no further information has been provided.

Event description:
It was further reported that the patient underwent an initial right total knee arthroplasty. Subsequently the patient was revised approximately 2.5 years later due to poly wear. The poly was exchanged. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Visual evaluation of the provided photos confirms poly wear. The device was initially implanted approximately 12 years ago. The device history record was reviewed and no discrepancies relevant to the reported event were found. Primary operative notes provided states no intra operative complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.